Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit had no ECG via interface cable. There was no patient harm reported .

Manufacturer narrative:
Updated fields - h6 (type of investigation, investigation findings, investigation conclusions). Additional information: e1 (event site postal code: (B)(6)). The getinge field service engineer (fse) checked the interface cable, multipara monitor ECG output is not getting transferred to the iabp screen. Checked continuity of the interface cable, found all ports pf connector were having continuity & found shorted physically. Requested bme to arrange connector & replace with spare one. Checked systems performance on iabp trainer & balloon, tested for more than an hour, no issue found. The system working satisfactorily. The equipment was cleared for customer use.